Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No partial display or bolus anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing or in the pump trace download. The electronic assemblies was inspected and no anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for wife via phone call for partial display. Customer¿s blood glucose was unknown. Customer reported that wife¿s insulin pump has a portion on the screen that you cannot see and pump defaults to 5 u, also the pump is running through batteries. Customer reported that the upper right corner on the pump has a missing segment. Customer declined troubleshoot for low battery and bolus anomaly. The insulin pump will be returned for analysis.